Manufacturer narrative:
The product was not returned for evaluation. However, a photo was provided. This is a double pouch single use device. The photo shows the outer layer of packaging has been opened and there is what appears to be a hair laying on top of the inner package. The inner package has not been opened. The hair is not within the inner most package and would have no effect on the product. Review of the photo confirms the presence of what appears to be a hair on the package, however does not assist in determining a root cause for the presence of this foreign material as the outer package had been opened at point of use. To date there have been no other reported complaints for this lot. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of re-review of the photo provided. As the photo shows what appears to be a hair laying on the foil pouch which is within the sterile tyvek pouch, root cause is most reasonable determined to be manufacturing related. Review of manufacturing records shows product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of 3975 units released for distribution in july, 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2021 during a procedure, a hair was found inside the sterile packaging of arista ah. There was no impact to the patient.

Manufacturer narrative:
The product was not returned for evaluation. However, a photo was provided. This is a double pouch single use device. The photo shows the outer layer of packaging has been opened and there is what appears to be a hair laying on top of the inner package. The inner package has not been opened. The hair is not within the inner most package and would have no effect on the product. Review of the photo confirms the presence of what appears to be a hair on the package, however does not assist in determining a root cause for the presence of this foreign material as the outer package had been opened at point of use. To date there have been no other reported complaints for this lot. Not returned.

Event description:
As reported, on (B)(6) 2021 during a procedure, a hair was found inside the sterile packaging of arista ah. There was no impact to the patient.